Event description:
It was initially reported that the patient past away a long time ago. It is unclear is the death was related to vns. There was no further information that was provided as the physician deleted her file and she was no longer in their system. The physician was not willing to give any additional information. Based on the information the patient's death may be a possible sudep.